Event description:
It was reported that pump had cracked and shattered touchscreen. There was no reported impact to the customer¿s blood glucose level. Technical support contacted internal support, confirmed there was no replacement or return authorization on record, advised that caller could receive replacement pump for broken touchscreen under warranty if caller called back, sent follow-up email, and closed case.